Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) was 55 mg/dl; cause was not known. Glucagon was administered by the customer prior to ER visit. In the ER, the customer was treated with intravenous saline glucose to address the bg. Customer was discharged from the ER 2.5 hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.